Event description:
It was reported that the patient was discovered to have multiple noise events from (B)(6) 2011 and resulted in inappropriate vf diagnosis and charging. The episode did not deliver a hv therapy as the noise subsided and the patient had a return to sinus. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.